Event description:
While connected to the pt, device failed to deliver a shock. The pt was at the hosp when the failure occurred, the user used a hosp defibrillator and successfully converted the pt. No pt harm.